Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic procedure, the stapler was unable to fire and the surgeon was unable to squeeze the handle; it was locked and did not advance the stapling system. They opened another stapler to complete the case. There was no patient injury.